Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial oversensing was noted on the right atrial (ra) lead. The patient reported complaints of chest pain when taking in deep breaths, and complaints of fullness in their chest. Device reprogramming was performed. Approximately a week later, the patient presented with chest pain, shortness of breath and nausea. Pericardial effusion with tamponade was identified and the patient received treatment via fluid drainage, and oral medication. Both events are reported to have been resolved. The lead remains in use. The patient is part of the adapt response clinical trial. No further patient complications have been reported as a result of this event.